Event description:
On (B)(6) 2017, the reporter contacted lifescan canada, alleging that the subject meter read inaccurately high compared to another meter. This complaint is being ruled out as MDR reportable due to the following conclusion: meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1: please disregard initial 3500a submission; lifescan does not consider meter to meter comparisons to be valid: meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. There was no indication that the product caused or contributed to an adverse event.